Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to update the pump time and was advised to monitor the situation for any recurring discrepancies. Customer acknowledged the advice.